Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the patient presented with left leg pain and underwent treatment of type b dissection which extended down to the left common iliac artery (lcia), with a conformable gore® tag® thoracic endoprosthesis tgu312610j/16474979. Using a 22fr gore® dryseal sheath with hydrophilic coating the device was advanced without any difficulties and deployed just distal to the left common carotid artery (lcca). During deployment it was reported that there was unintentional movement of the device proximally; and as a result the proximal end of the device landed more proximal than intended with partial unintentional coverage of the lcca. An epic stent was put in to the lcca to ensure blood flow to the artery; and a luminex stent was placed in the lcia to successfully cover the entry tear of the dissection. Final angiography showed good blood flow into the lcca. The patient tolerated the procedure.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the patient presented left leg pain and underwent treatment of type b dissection with a conformable gore® tag® thoracic endoprosthesis tgu312610j/16474979. Using a 22fr gore® dryseal sheath with hydrophilic coating the device was advanced without any difficulties and deployed just distal to the left common carotid artery (lcca). During deployment it was reported that there was unintentional movement of the device proximally; and as a result the proximal end of the device landed more proximal than intended with partial unintentional coverage of the lcca. Final angiography showed good blood flow into the lcca with successful coverage of the entry tear of the dissection. During the procedure an epic bare mental stent was placed within the left common iliac artery. The patient tolerated the procedure.